Event description:
It was reported that 2 bd microlance¿ 3 needles experienced foreign matter on device cannula. The following information was provided by the initial reporter: black discoloration on needle. The staff at a covid-19 vaccination center has discovered a black line/discoloration on the outside of the needle. They also see a deposition on skin at injection site. No harm to patients.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-06 . H6: investigation summary a device history record review was completed for provided lot number 210327. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident both picture samples and nine physical samples were returned for evaluation by our quality engineer team. Through visual examination of the samples, no foreign matter could be identified on any of the returned needles. Despite the fact that the high volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd microlance¿ 3 needles experienced foreign matter on device cannula. The following information was provided by the initial reporter: black discoloration on needle. The staff at a covid-19 vaccination center has discovered a black line/discoloration on the outside of the needle. They also see a deposition on skin at injection site. No harm to patients.